Event description:
It was reported that the battery voltage was higher than at a device check two days prior. It was noted that at the previous check the outputs had been increased by capture management. At that time the outputs were changed to a lower value. The caller suspected the change to lower outputs resulted in the higher battery voltage. It was also reported that the lower battery voltage was 2.42, but the device did not trip elective replacement indicator. It was further reported that the lead had high pacing thresholds in the bipolar configuration and the lead alert tripped due to high impedance. The lead was reprogrammed to pace in unipolar mode and sensing was left in bipolar. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.